Event description:
Boston scientific crm received information that during the routine device replacement procedure, the setscrews of this implantable cardioverter defibrillator could not be loosened; therefore, the right ventricular defibrillation lead could not be disconnected. The lead had to be cut in order to be removed. The device and lead were removed, replaced, and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was returned with the header separated from the device. Microscopic inspection noted that both anchor pins were bent and tool marks were noted in the header and casing surface. The ventricular seal plugs were missing and a broken wrench tip was noted in the ventricular setscrew slot. The ventricular retainer ring was bent and its setscrew was stuck in the up position. The defibrillation setscrews operated normally. The device counter and therapy history revealed that the device was able to deliver therapy prior to explant. Analysis has confirmed that he damage to the header was consistent with induced damage.